Event description:
(B)(6) reported the tip of implant holder broke off in implant, (B)(4), while being inserted into the patient. A second implant was opened in preparation for the initial implant to be removed but the surgeon decided to proceed with the original implant and leave it insitu. The screws were inserted without further issue and the patient closed. The loan set will be decontaminated and returned for maintenance.

Manufacturer narrative:
Device was used for treatment. Device is exempt. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.